Event description:
Following a refill session 2 weeks ago, the pt experienced mental confusion/altered mental status. For the last 2 days, the pt also experienced increased muscle tone, return of baseline spasticity, and clonus. The pt was admitted to the hosp. The pt's status was undetermined. There were no pump alarms. There was another medical issue/concomitant illness; the hlth care professional felt the pt may be experiencing a progression of her multiple sclerosis. The pump volumes were checked and the volumes measured equally; the expected reservoir volume was 9.7 mls and the actual volume was 9.2 mls. The pump was used to deliver compounded baclofen (3000 mcg/ml) at a rate of 1600 mcg/day. It was unk if the programming was correct; the correct programming was not confirmed. The pt was taking unspecified oral medication. The pump was approaching end of svc and was replaced. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.